Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure at the user facility the core micro drill was running without user activation while it was in safe mode. No clinically significant delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
MFR # 0001811755-2013-02158 was filed in error as the event description indicates the universal handswitch caused the device to run in safe mode; therefore, the core micro drill will be listed as a concomitant device and reported on MFR # 0001811755-2013-02162.

Event description:
It was reported that during a procedure at the user facility the core micro drill was running without user activation while it was in safe mode. No clinically significant delay, no medical intervention and no adverse consequences were alleged with this event.